Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identified opening striated in the posterior/anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as to surgical damage. A striated edge opening on posterior side assessed as to surgical damage.

Event description:
Healthcare professional reported a right side "deflated mcghan implant". Device has been explanted.